Event description:
Caller states that she tested at 240mg/dl before breakfast and took 15 units of lantus, 5 mins of humalog. She reports tested at 91mg/dl prior to lunch and took 3 units of humalog. She was at the store when she felt low blood glucose symptoms 3 hrs after eating lunch. She states she took 2 emergency glucose tablets and ate candy to feel better. She states that she tested that evening around 5:00pm with a result of 138mg/dl and took 8 units of humalog insulin. She got a result of hi approx 5 hrs later and within one minute tested at 449mg/dl. She started a new vial of strips and tested at 196mg/dl a min after the 449mg/dl result. No med treatment sought. Qcs were used and fell out of acceptable range. Requested return of suspect device and replacement was sent.